Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 18mmol/l. Customer stated the pump has blank screen and insert a new battery. Customer stated blank screen again and repeat with new battery and still no screen. Customer swap pump during ooh.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.